Event description:
The shunt was implanted in 1998. In order to adjust the length of the peritoneal catheter, its distal end was cut and adjusted and connected to the distal end of the peritoneal catheter with a straight connector. On 10/15/99, the connected catheter piece was found to be broken, due to stress or load of the straight connector. As a result, csf leaked. The attached catheter piece and the straight connector were removed in 1999.